Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Strips not available for return.

Event description:
Caller reported performa system results: venous sample 46 mg/dl capillary, 54 mg/dl capillary, 74 mg/dl. The venous sample returned a lab result of 100 mg/dl. All results within 10 minutes. No adverse event was reported. Strips are not available for return, replacement sent.